Event description:
It was reported the patient is deceased and died during implant procedure. It was further reported that the death occurred after the leads were implanted and prior to device implant. Resuscitation efforts were performed and were not successful. The cause of death was requested and is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.